Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported through a remote transmission in automatic mode switch (ams) entry episodes that the patient's pacemaker had failed to capture. The patient had no adverse consequences.